Event description:
It was reported that the patient lost therapy due to ipg being inoperable. Reportedly, the patient did not recharge their ipg as recommended, rendering the ipg inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Per the additional information received this device is no longer reportable.

Event description:
Additional information received indicates that patient¿s thoracic ipg was explanted (related manufacturer reference number:1627487-2023-00566). The reported cervical ipg remains implanted.